Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. It was noted that the right ventricular lead was capped on (B)(6) 2019 during this procedure due to noise and oversensing. The patient was reported to be stable before, during and after the procedure.